Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas 8000 e 602 module (e602). The patient has a unilateral tender breast lump and was repeatedly recovering high when tested on the e602 analyzer. The erroneous result was reported outside of the laboratory. The sample was first tested on an abbott architect analyzer and the result was < 40 pmol/l. The sample was also tested on the e602 analyzer, resulting as 874 pmol/l (reference range = 28 - 156 pmol/l). The patient was not adversely affected. The e602 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
The patient sample was investigated for potential interferences, but no interfering factors could be identified. It is assumed that a highly individual and most likely rare interference is present within the patient sample exhibiting a cross reactivity. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
A sample from the patient was provided for investigation and the customer's results could not be duplicated. An interfering factor was not identified in the sample. Based on the investigation, a general reagent issue can be excluded.